Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The customer's reportable malfunction: close control unit failure (e316), was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the device passed all functional testing. The investigation is ongoing and follow up with the user facility has been completed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera control unit had a e116 error. The issue was found during setup for an unspecified therapeutic procedure. There was no delay noted and the procedure was completed with an olympus otv-s400 sn:(B)(6). There were no reports of patient harm.